Manufacturer narrative:
(B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope image was blurry. They opened up another scope and switched to open harvest. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope image was blurry. They opened up another scope and switched to open harvest. The hospital did not report any patient effects.